Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that there was crack under the esc button to the reservoir and insulin squirts when priming. Customer's blood glucose level was unknown. Customer also stated that the plastic chips off when changing reservoirs and clock was slow. The device will not be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. Device primed properly. Device received with cracked case at the reservoir tube window corners, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).